Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the (B)(4) study. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced an event of asthma exacerbation. Following the bt procedure, the patient developed a wheeze and was subsequently admitted overnight for observation. During the hospitalization, the patient was treated with an extra dose of prednisone, intravenous solumedrol, and albuterol nebulizer treatments. Reportedly, the solumedrol was administered "to help with better recovery." The patient was discharged on (B)(6) 2012. However, the event of asthma exacerbation is reported to be continuing. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator - fev1: 2.70; fev1 % predicted: 64.90; fvc: 5.12; fvc % predicted: 97.90. Post-bronchodilator - fev1: 2.87; fev1 % predicted: 68.99; fvc: 5.48; fvc % predicted: 104.78. **additional information received since (B)(4) 2012** according to the complainant, the event of asthma exacerbation was considered resolved as of (B)(6) 2012.

Manufacturer narrative:
(B)(4). Patient weight: (B)(6). Mfg site/address: boston scientific corporation; 888 ross drive, suite 100; sunnyvale, ca 94089 USA. (B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A review of the device history record (DHR) confirmed that batch (B)(4) met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the post approval (B)(6) study. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced an event of asthma exacerbation. Following the bt procedure, the patient developed a wheeze and was subsequently admitted overnight for observation. During the hospitalization, the patient was treated with an extra dose of prednisone, intravenous solumedrol, and albuterol nebulizer treatments. Reportedly, the solumedrol was administered 'to help with better recovery.' The patient was discharged on (B)(6) 2012. However, the event of asthma exacerbation is reported to be continuing. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator: fev1: 2.70; fev1 % predicted: 64.90; fvc: 5.12; fvc % predicted: 97.90; post-bronchodilator: fev1: 2.87; fev1 % predicted: 68.99; fvc: 5.48; fvc % predicted: 104.78.

Manufacturer narrative:
(B)(6). (B)(4).